Manufacturer narrative:
The reported device was evaluated. Per visual evaluation, one jaw part of the pliers insert was broken off. This happened due to overloading. As the reported device was manufactured in 1999, the number of uses and the associated reprocessing might have had an influence on the material. Corrosion can also be seen in the distal area.. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the clickline forcep insert's one of the jaws broke off during laparoscopic hysterectomy procedure. During the surgery, the nurse noticed the tip of the instrument was missing on the monitor. The broken tip was found and retrieved successfully using another grasper. The surgery was delay for about 5 minutes to retrieve the broken tip. The sugery was continued after the piece was retrieved. There was no report of injury to the patient.

Manufacturer narrative:
The complaint is pending for evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz (B)(4).